Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery for an unknown reason (date not reported). Additional information has been requested; however, not yet made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthetic in order to place a new abutment. The implanted device remains. This report is submitted february 2, 2017.